Manufacturer narrative:
A motor error alarmed during basic occlusion testing, due to moisture on force sensor resistor. Further functional testing could not be completed, due to motor error alarm. The motor was tested outside the device and passed. The device was received with a broken belt clip slot, broken reservoir tube lip, minor scratches on the lcd window and a stained end cap sticker. (B)(4).

Event description:
The customer called and reported receiving a motor error alarm on the insulin pump while changing the infusion set. The customer's blood glucose level was not known. During troubleshooting, it was not recalled whether the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.